Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device with lot number 30258548m, and no internal actions related to the reported complaint condition were identified. (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular fibrillation (idvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported during an vt case, a pericardial effusion was noticed. Caller reported there was a drop-in blood pressure and the pericardial effusion was confirmed by ultrasound. The caller reported that the medical intervention provided was a pericardiocentesis and 300 cc of fluid was removed. The patient was reported to be in stable condition. On (B)(6) 2019 biosense webster received additional information about the patient and event. It was reported the effusion was discovered during use of products and initially observed to be a small effusion which resolved with titration of isuprel flow (gtt) down to zero. However, it worsened later in the case. The physician¿s opinion on the cause of this adverse event is that it was not due to malfunction of product but related to procedure. The physician felt it was possible that the steerable sheath was rubbing against right ventricle free wall and caused a perforation. Patient condition and comorbidities were not mentioned as causes. The patient¿s medical history included non-ischemic cardiomyopathy. The medical intervention provided was pressors and pericardiocentesis drain placement to resolve the tamponade. No other surgical intervention was needed. The patient had fully recovered. As of the time that biosense webster representatives left the hospital, the patient¿s tamponade was resolved and pressors were no longer in use to assist with pressure. Drain tube remained in place and the patient was taken to intensive care unit (ICU). Transseptal puncture was not performed. Ablation was performed after the first small effusion resolved. There was no evidence of steam pop. The event occurred during the mapping phase. The thermocool® smart touch® sf uni-directional navigation catheter flow settings were 2ml/min, 8ml/min & 15ml/min. There were no error messages observed on biosense webster equipment during the procedure. The following force visualization features were used graph, dashboard, vector, visitag. The visitag module was used with the following parameters for stability 2mm/ 5sec, for50% 5gm, tag size 2, without additional filters. The following color options were used prospectively: time scale 5- 10 sec.